Event description:
Customer called to report battery issues with the insulin pump. It was reported that the insulin pump alarmed low battery and multiple no delivery alerts. Alarms were resolved by a complete set change. Customer's blood glucose reading was 298 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.